Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was received with the jaws open and the lock in the "on" position. The device appeared to have no physical damage. The jaws were able to be opened and closed as intended and the lock functioned as intended. The blade was able to be extended and retracted and was sharp. The device was then plugged into an esg-400 generator. It was immediately recognized as powerseal. The device was then used to seal some saline soaked cloth and some steak. It was able to successful seal 5 times in a row for each material. The issues the customer reported were unable to be duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device returned/received for evaluation, but evaluation not yet performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the powerseal 5 millimeter was inspected before use and displayed error message ¿incomplete seal - please re-grasp tissue and reactivate¿. The customer was unable to get past the error message. The issue was found during procedure, and the therapeutic procedure (total laparoscopic hysterectomy) was completed with a similar device despite a delay in the procedure. There were no reports of patient harm.